Event description:
Country of complaint: (B)(6). Knots loose following suture of episiotomy. Required additional suture.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Evaluation on-going at manufacturing site.